Event description:
It was reported to the manufacturer that the vns pt has been experiencing an increase in seizure activity. It is unk if this increase is above pre-vns baseline level. The relationship between the increase and vns therapy is unk at this time. The pt is being scheduled for generator replacement surgery. Diagnostic tests performed on the device revealed proper device function in 2008. The generator is suspected to be at end of service. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.